Event description:
Noticed some of the small "bristles" on baby's blue born free teether were missing. I brushed my hand over it and another one fell out. Baby loves chewing on this teether and has probably ingested missing bristles. I'm not sure whether or not that is safe (B)(4) but I would assume this also could be a choking hazard. This is a link to the product, which appears to have been discontinued: (B)(4). I contacted born free / summer infant who have not addressed the situation. This was the response: thank you for contacting summer infant, I have asked the appropriate manager about this situation and he has confirmed that the product has passed astm child safety tests and is safe for your child. Thank you for your time and patience and have a great day. (B)(4). Born free gum brush teether, blue can be chilled or frozen for children (B)(6) made from (B)(6). Purchase date: (B)(6) 2011. The product was not damaged before the incident. The product was modified before the incident: yes.